Manufacturer narrative:
Result: brake pedals were jammed due to broken brake crank assembly.

Event description:
It was reported by service report that the brake pedals were jammed on both sides. No patient involvement or adverse consequences were reported.